Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 2 months post implant of this annuloplasty ring implanted in the tricuspid position, the device was explanted and replaced with a bioprosthetic valve due to regurgitation. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.